Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized. For the event. It was reported that the patient received treatment for the event. At the time of this report, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.